Manufacturer narrative:
Corrected data: device not returned. An event regarding a fracture involving dall miles cables was reported. Based on the provided information, the product reported in this investigation did not contribute to the event. There is no allegation of failure against the dall miles plate and no indication in the medical review to suggest an issue associated with the device under the scope of this investigation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Original tha exeter femoral x-change procedure performed following car accident in 2002. Revision of right hip exeter femoral x-change (exeter long stem 44mm #3 200mm) due to cable failure and trochanteric plate displacement resulting in non union of greater trochanter and external rotation of leg causing pain and deformity, also noted leg length discrepancy. In this procedure above stem removed noticed: pain, irritation on lateral hip due to broken cables, leg external rotation, leg length shortening.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Original tha exeter femoral x-change procedure performed following car accident in 2002. Revision of right hip exeter femoral x-change (exeter long stem 44 mm #3 200 mm) due to cable failure and trochanteric plate displacement resulting in non union of greater trochanter and external rotation of leg causing pain and deformity, also noted leg length discrepancy. In this procedure above stem removed noticed: pain, irritation on lateral hip due to broken cables, leg external rotation, leg length shortening